Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was locate in the moderately tortuous and severely calcified right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation and was initially inflated at 15 atmospheres for 30 seconds. The device was then inflated twice at 18 atmospheres for 30 seconds. However, on the fourth inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.